Event description:
It was reported that a malfunction alarm occurred, identified as malf 0. The customer's blood glucose level did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided information, after which no recurrence of the malfunction was noted. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.